Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. Review of the device data confirmed the power consumption is increasing in a gradual fashion, device replacement was recommended. No intervention has been performed at this time and the pacemaker remains in service. No adverse patient effects were reported. Additional information indicated surgical intervention was later performed and the pacemaker was explanted and returned back to boston scientific.

Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. No intervention has been performed at this time and the pacemaker remains in service. No adverse patient effects were reported.